Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information the device failed during activation of the suction. The device was not used and was replaced with another unit from the same lot, which did not show any deviation. No patient harm has been reported.